Event description:
The pt is hyperglycemic and about two months ago she fell and landed on the back side. Following the fall, she lost therapeutic effect and stimulation sensation. Clear, bloody fluid was coming from the incision site. The pt programmer could not communicate with the device and the clinician programmer read "no response reposition the antenna head". The pt had not had an MRI or any surgery. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).